Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that the catheter tip was sheared off during placement of the device and remains in the pt's spinal canal. A new spinal catheter was introduced for cerebrospinal fluid drainage and measurement. The surgical procedure was an open thoracic abdominal aortic aneurysm repair. There is no adverse outcome for the pt related to the event to date.